Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The customer experienced a blood glucose (bg) level displayed as "high" on the continuous glucose monitor. Customer addressed bg via manual injection. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.